Event description:
It was reported that the patient had been having problems to their pump. He stated that they were 'in probably the worst pain he had been in his life.' The patient reported going to the emergency room. The patient stated that they were in terrible pain. An x-ray and a CT were performed, but the results were inconclusive and they could not 'really tell whether or not the catheter was in the right place or not.' The patient did not have withdrawal symptoms. The pain was noted to have started five weeks prior to the report. The patient stated that he had fallen through the ceiling when working in his attic, and he had taken a 'bad bounce off of one of the beams on his back.' The patient did not 'feel bad' immediately after the fall, and after five days he was feeling 'okay.' The patient went back up to the attic again and was on his knees and was bent over for a 'long time,' 'much more than he would normally do.' Since then, the patient had never been able to recover fully from it. The patient stated that 'the drugs were actually in his body someplace' and he 'did not believe that they were getting to where they needed to get to.' The patient's dosage was raised 20 percent two weeks prior to the report, and 'it did not touch the pain at all.' The patient's physician wanted to perform a CT scan because of an imperfection found at l2. The patient's pain medication was noted to have been supplemented with percocet, and the patient stated that he had been taking a lot of percocet, and they do help with the pain. The medication used within the system was morphine. It was later reported that the cause of the event was a herniated disc.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).